Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous shaft kinks. Microscopic examination of the device revealed that there is a 30mm longitudinal tear starting 10mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on the device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the vessel below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a balloon longitudinal tear.